Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and charred rocker switch and neutral wire. The burned rocker switch and wire were noticed during machine repair. Prior to any patient treatment, clinic staff reported the machine started smoking upon powerup, and after emitting an electrical arcing sound, the machine powered off. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 14,383 hours and the rocker switch and wire were the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and charred parts. The biomed replaced the rocker switch and neutral wire, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The rocker switch and wire were kept by the biomed, and will be returned to the manufacturer for analysis.